Event description:
It was reported that the customer's insulin pump alarmed motor error a couple of times and there is a crack in the reservoir compartment. The blood glucose reading was 202mg/dl. Troubleshooting was performed. During the call, the mother stated that the customer was in the emergency room last summer due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The mother stated that the customer's blood glucose was treated with an insulin drip and taken off the device, and then released after a few days. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor passed the motor test. The device was received with broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.